Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was completed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) quality engineer. Investigation revealed the following possible related system errors: 25913 - erbe error: c-34 - high frequency voltage too low in on state. The probable cause of error c-34 is attributed to a faulty electrical component inside the generator. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer contacted the technical service engineer (tse) regarding error c-34 occurring on the generator each time when using the monopolar energy. The customer changed out the energy cord, the instrument, and restarted the generator. The customer was able to use the monopolar energy for a few second after the restart, but the reported complaint remained. The customer was continuing with the surgical procedure using the bipolar energy. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the monopolar energy worked for few seconds then there was an error. The entire case was finished using bipolar energy.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported failure (c-34 error) was confirmed and reproduced on generator connected to system. The logs confirmed the fault occurred in the field. Visual inspection had no significant scratches or dents. The front bezel is in decent condition. The generator unit that was placed on a system and was run in normal mode.